Manufacturer narrative:
During follow up the customer reported that the sling got caught up on the safety latch causing it to detach from the slingbar during a transfer. The sling used was a competitor sling -model - gdd-6. The slingbar part # is unknown. The baxter technician replaced the latch on the slingbar to resolve. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The instructions for use for likorall (7en120115) states the following under safety instructions: before lifting, always make sure that: ¿ the latches are intact; missing or damaged latches must always be replaced ¿ the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended upwards, but before the patient is lifted from the underlying surface. Although there was no injury and the incident appears to be as a result of incorrect application to the slingbar, if the reported incident were to recur, it could lead to serious injury or death.

Event description:
A other health care professional contacted technical service to report that the likorall 242 s r2r, natural had an issue, sling bar clip is missing. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.